Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was started with tandem technical support; however, the check could not be completed at the time of call. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received. Customer's blood glucose was 124-388 mg/dl.